Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results and additional information provided by the customer. Updated fields: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connector electrical contact discoloration, scope mount corrosion, connector crack, and main body water ingress. A definitive root cause could not be identified based on the investigation results. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head's image was distorted and there was poor contact at camera head connection section for a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head's image was distorted and there was poor contact at camera head connection section. There were no reports of patient harm.